Event description:
It was reported to tyco healthcare/kendall on 8/17/2006, that a customer had a problem with a foley catheter. The customer stated that 2 days after they put the catheter in the patient, the catheter was torn in two 15cm from the tip. The part left in the patient was removed using a cystoscope.